Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable end piece separated and cable was not able to charge the pump. Customer changed the usb cable to resolve the issue. There was no reported adverse impact to customer's blood glucose.